Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue with tactile changes. For 4 months prior to the complaint, the keypad has been sticking and is intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/27/2013 with the following findings: visual inspection of the pump showed some cosmetic defects and no visible damage to the keypad. Investigation revealed that all the buttons were responding properly. Removal of the keypad did not reveal contamination or damage to any button contacts. No moisture or corrosion was found with internal components. Unrelated to this complaint, the display screen was found to be dim and discolored when the device was powered up. The display was replaced with a test display, and the test display was functioning properly.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.